Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure for premature ventricular contractions (pvcs) in the upper anterior of the right ventricle, a non-st segment elevation was observed on the electrocardiogram during pulsed field ablation (pfa). After one ablation with radiofrequency and two ablations with pfa, non-st segment elevation was detected from the first pfa application. Electrocardiogram monitoring was conducted throughout the procedure. A vasodilator was administered (1 ml, three times at 5-10 minute intervals), which resolved the non-st segment elevation and normalized the electrocardiogram. The procedure was aborted, and the patient was under general anesthesia. The pvcs did not return. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the image files were returned and analyzed. Two image files were received. The image files showed st elevation graphs on electrocardiogram (ECG) monitor screen. In conclusion, the issue (st elevation) was confirmed through analysis. The catheter was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.